Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge with insulin. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer changed the fill syringe needle and was able to fill the cartridge with insulin.